Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for evaluation is one disposable grasping snare. Upon receipt, the hoop snare has detached from its metal locking crimp. The metal locking crimp was not returned for evaluation. No damage to the grasping snare hoop was observed. Chr of lot #husa0275 showed seventeen other product complaints from this lot number.

Event description:
When the user was pulling the snare out of the patient's mouth, the hoop snare detached and fell into the patient's stomach. The fallen hoop snare was removed later. Then, the user used a new kit in stock, and the hoop snare detached again. The user opened another kit with the same lot to check, and as he pulled the hoop snare, it broke.